Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent c-flo set disconnected and the male luer adapter was on the floor while still attached to the patient's IV tubing. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.